Manufacturer narrative:
H6: investigation summary: this statement summarizes the investigation results regarding the complaint that alleges false positive results when using kit flu a+b 30 test physician veritor (material # 256045), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It was reported that false positive results were produced by the kit flu a+b 30 test physician veritor. There was no indication of confirmatory testing, or that results were reported. There was also no report of patient impact. The following information was provided by the initial reporter: "customer called to report that their veritor flu kit is giving false positive results."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that false positive results were produced by the kit flu a+b 30 test physician veritor. There was no indication of confirmatory testing, or that results were reported. There was also no report of patient impact. The following information was provided by the initial reporter: "customer called to report that their veritor flu kit is giving false positive results."